Manufacturer narrative:
Investigation results: there are no devices available for the investigation. The surgery delay was longer than 15 minutes. Preliminary investigation results: batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Currently there are no further complaints with this lot and error pattern at hand. Conclusion: the root cause for the problem is most probably usage related. Rationale: without further knowledge about the circumstances, without the instrument for analysis and with the lack of information, the definitive root cause cannot be reliably determined. All instruments were tested on their electrical and physical properties. A material failure or a manufacturing error can be excluded. Possible root causes for insufficient sealing are for example, insufficient cleaning of the electrodes (usage), cutting before the end of sealing cycle signal (usage) or there is too much tissue in the jaw.

Event description:
It was reported that there was an issue with caiman maryland non articulat. It was reported that they used caiman on a sleeve on a patient. Problem encountered with several fusions that bleed when the hemostasis seemed sufficient. The "plus" position didn't solve the problem. True that the tissues are very thick on this patient.. There was no patient harm. A revision surgery was not necessary. This malfunction prolonged the surgery for more than 15 minutes. Additional information was not available. The malfunction is filed under aag (B)(4).